Manufacturer narrative:
Examination of the returned liner confirms the reported disassociation. The liner rim has fractured at the 10 degree feature and directly across from it. Five of the six anti-rotation devices have been fractured away from the device. There are gross amounts of metal debris embedded in all surfaces of the liner. This is likely from the direct articulation of the femoral head and cup post disassociation. The cup and head were not returned and any mating damage cannot be confirmed. The wear found on the articulating surface of the liner indicates it was eccentrically/edge loaded by the femoral head. X-rays were reviewed. Although the review cannot confirm the reported disassociation, femoral head dislocation is noted. Medical records were reviewed. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation. Liner was noted to be freely rotating in the cup.